Event description:
Reporter received at least one box of ethicon counterfeit prolene mesh of which were implanted into pts. Reporter had a total of 14 pts who received prolene mash with the same lot # as the counterfeit mesh. Reporter does not know to 100% which of the 14 pts actually received the counterfeit mesh or the real mesh (because of duplicate lot numbers).